Event description:
During a dialysis treatment, there was excess weight removal of approximately 1.0kg. The load cell would not register fluid above 6.0kg. There was no pt injury or medical intervention.